Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2013. During the procedure, the drive cable was curved when the device was connected to the motor drive unit. Another like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the motor drive unit end of the drive cable was found bent and was unable to be attached to the motor drive unit. Due to this condition, the functional inspection involving the returned trigger housing could not be performed. If the device stopped working during the procedure; it may have resulted in higher torque being applied on the motor drive unit end of drive cable. This could have caused the motor drive end to unravel.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.